Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During axsos surgery, the surgeon noticed a metal piece like a wire at the plate screw hole when tightning. The surgeon removed the metal piece and exchanged it with the another new screw.